Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left circumflex artery. The 2.75mm x 20mm nc emerge balloon was selected for use. During the procedure, while the device was inside the patient, the balloon became stuck and could not be pushed or pulled. The wire was not able to pass through the catheter monorail shaft. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient was stable following the procedure.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left circumflex artery. The 2.75mm x 20mm nc emerge balloon was selected for use. During the procedure, while the device was inside the patient, the balloon became stuck and could not be pushed or pulled. The wire was not able to pass through the catheter monorail shaft. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient was stable following the procedure. It was further reported that the device was unable to cross the lesion. It failed to advance over the guidewire and was removed as a whole system.

Manufacturer narrative:
The 2.75mm x 20mm nc emerge catheter was returned for analysis. Visual and tactile inspection revealed no issues with the hypotube shaft or the outer and inner lumen. Microscopic inspection showed no tears or pinholes in the balloon. The inner lumen was stretched and bunched 4.7 cm from the distal tip. The distal tip and markerbands showed no damage. The device could not be loaded on a 0.014 inch test guidewire due to the damaged inner lumen. No other device issues were identified during returned product analysis.

Manufacturer narrative:
H6 evaluation conclusion codes: corrected. Device evaluated by MFR: the 2.75mm x 20mm nc emerge catheter was returned for analysis. Visual and tactile inspection revealed no issues with the hypotube shaft or the outer and inner lumen. Microscopic inspection showed no tears or pinholes in the balloon. The inner lumen was stretched and bunched 4.7 cm from the distal tip. The distal tip and markerbands showed no damage. The device could not be loaded on a 0.014 inch test guidewire due to the damaged inner lumen. No other device issues were identified during returned product analysis.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left circumflex artery. The 2.75mm x 20mm nc emerge balloon was selected for use. During the procedure, while the device was inside the patient, the balloon became stuck and could not be pushed or pulled. The wire was not able to pass through the catheter monorail shaft. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient was stable following the procedure. It was further reported that the device was unable to cross the lesion. It failed to advance over the guidewire and was removed as a whole system.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left circumflex artery. The 2.75mm x 20mm nc emerge balloon was selected for use. During the procedure, while the device was inside the patient, the balloon became stuck and could not be pushed or pulled. The wire was not able to pass through the catheter monorail shaft. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient was stable following the procedure. It was further reported that the device was unable to cross the lesion. It failed to advance over the guidewire and was removed as a whole system.